Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that the pump's battery life was 2 hours and there was corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following results:a review of the black box showed evidence of excessive battery usage. A battery compartment crack was observed and the battery cap was unable to fully tighten on to the pump. No power loss was observed. The pump¿s current draws were found to be within specifications. Evidence of moisture was found in the battery compartment and the pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.